Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported there was a shaft leak. An angiojet solent omni catheter was selected for a thrombectomy procedure. During preparation of the device during priming, a leak was observed at the middle of the shaft. The device was exchanged for another of the same device and the procedure was completed. There were no patient complications.